Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure the helix on the lead would not retract for repositioning. After more than a hundred rotations and the helix would not move. The physician slowly rotated and stopped several times to remove the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The guide tooth of the lead was extrinsically damaged,there was an observation with the mcrd (monolithic controlled release device) that contains the steroid,the guide tooth of the lead was extrinsically damaged,visual summary analysis of the lead indicated damage at implant. The analyst also noted:guide tooth damaged prevents the helix's extension and retration. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.